Event description:
Procedure performed: cholecystectomy event description: only 2 clips was delivered by the clips applier. Waste of time as a result of the event. The user resolved the situation by using another clip applier. Information from customer email translation: maybe it's the law of series, but once again we have a faulty ca500 clip applicator. It only delivered 2 clips instead of the possible 20. Patient status: no patient injury has been reported. Intervention: device replacement

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #1489898, was included in the recall.

Event description:
Procedure performed: cholecystectomy. Event description: only 2 clips was delivered by the clips applier. Waste of time as a result of the event. The user resolved the situation by using another clip applier. Information from customer email translation: maybe it's the law of series, but once again we have a faulty ca500 clip applicator. It only delivered 2 clips instead of the possible 20. Patient status: no patient injury has been reported. Intervention: device replacement.